Event description:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It passed the pre-use check. During ventilation on 60% o2, it went up to 64%. The gas module has been disassembled to check which component caused the drift in o2%. It was not possible to find which component caused it as they were working ok. The gas module has been assembled again. It passed another pre-use check. During ventilation for 5 days, it was not possible to reproduce the o2 concentration drift anymore. The reported issue could be reproduced. However, it disappeared after reassembling the gas module. Therefore, no root cause can be established. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).